Manufacturer narrative:
(B)(4). Investigation result: visual examination of the returned complaint device revealed the device was completely broken. A kink was found on the shaft and accordioned sections were also noticed. It was also noted that the balloon burst, and the catheter was broken and being held by the core wire. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. It is possible that all damages could be caused by an excessive handling of the customer, and it is also possible that some conditions related to the procedure during the use of the device could have affected its performance and its intended purpose, leading to the observed failures and the reported adverse event. However, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the stomach on (B)(6) 2018. According to the complainant, during the procedure, an attempt to inflate the balloon was made; however, the balloon would not inflate. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of the event. Investigation results revealed that the balloon burst; therefore, this is now an MDR reportable event.